Event description:
Caller reports lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
The event occurred in (B)(6).